Event description:
During a duodenal switch procedure, an hour and a half into the case, the buttons stopped working no tone at all. Machine switched and intstrument re-attached, self test ran for 'too long' then went into a solid tone (no error came up) a new device was used to complete the case. Additional time was needed to complete the case.